Manufacturer narrative:
The device was returned, and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, colonovideoscope exhibited a whitish foreign material inside the air/water tube, air/water cylinder and jet tube . There were no reports of patient involvement.

Manufacturer narrative:
Field h1 should be blank marked unintentionally, and that should be remained blank. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: e3. Additional information added to field h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the foreign material could not be identified. Therefore, a definitive root cause could not be determined. It is not certain whether there was deviation from IFU on reprocessing steps for the points where the material remained. The event can be detected and prevented by following the instruction for use: detection methods are written in instruction for use (IFU): cf-hq1100dl/I operation manual chapter 3 preparation and inspection. Prevention measures are written in instruction for use (IFU) : cf-hq1100dl/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.